Event description:
It was reported that the patient had "hiccoughs" in their stomach. The lead remains in use. No patient complications were reported as a part of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had "hiccoughs" in their stomach. The lead remains in use. No patient complications were reported as a part of the event. It was further reported that the patient called stating that since the device was implanted they feel like they have hiccups all the time and they have halos in their peripheral vision. The patient wanted to know if these symptoms were caused by the device. The device remains in use. No further patient complications have been reported as a result of this event.